Event description:
It was reported that the patient experienced a shocking or jolting sensation when turning head to the left. It was noted that the patient used to have one device with two leads and switched to two devices with one lead each. It was noted that one device was placed on the other side of the chest with an extension tunneled across the chest. It was noted that the manufacturing representative felt that potential of scar tissue pulling on the lead as the patient turned their head. It was noted that the healthcare professional (hcp) was considering going in to explore the pocket. It was noted that it was unsure how they would decide that change out with the extension.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. (B)(4).